Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the device cannot boot. Further information was provided that the hardware error log showed a control test failure. There was no adverse patient impact reported.

Manufacturer narrative:
One processor pca and therapy pca was returned for failure analysis. The reported problem could not be verified or duplicated during lab tests. No fault was found with the processor board or the therapy board. Philips cannot rule out a malfunction of the processor pca at the time of the reported event. The cause was not determined. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.